Manufacturer narrative:
Follow-up # 1 (08/12/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 08/08/2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. The meter was found to have low/dead battery as a secondary issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified). The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. Several hours after the start of the alleged issue, the patient claimed she felt symptoms of shaking, hot and sweatiness. The patient took more food and/ or drank a beverage. No additional treatment was specified. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.